Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A 2.25 x 12 synergy ii drug eluting stent was advanced to treat the lesion. However, upon attempting to deliver the device, the stent came off from the balloon and dislodged in the left main. The physician attempted to retrieve the dislodged stent but was unsuccessful. The stent was left as it is and the procedure was completed. No patient complications were reported and the patient's status was fine.